Manufacturer narrative:
UDI not available as the product information was not provided.

Event description:
Voluntary medwatch received states that the patient's left ventricular (lv) lead was part of the system revision due to pocket erosion. The lv lead was explanted. There were no patient consequences.